Manufacturer narrative:
The product was returned with the membrane loosely folded and traces of blood found on the exterior of the catheter. The extender tubing and guide wire were also returned. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded with dried blood. The technician was able to clear the occlusion and dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab) therapy, the guidewire would not go through the lumen. A new catheter was used. There was no reported injury to the patient.

Manufacturer narrative:
The complete event site name is (B)(6) hospital of (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4). Evaluation in progress.

Event description:
It was reported during insertion of the intra-aortic balloon (iab) therapy, the guidewire would not go through the lumen. A new catheter was used. There was no reported injury to the patient.